Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), error code 100a vent-inop: data acquisition pcba adc reference failed was observed in the device's log. The issue only happened once. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The manufacturer's field service engineer (fse) was dispatched to the site for device evaluation and repair. The fse ran the device in normal setting for thirty minutes, but no issue was found. The fse was not able to duplicate the reported issue. As the fse found that the error code occurred once in the log, the data acquisition (da) printed circuit board assembly (pcba) and a da pcba to mc pcba cable were replaced for preventive measures per the service manual procedures. The investigation concludes that no further action is required at this time for this reported issue. If additional information is received the complaint file will be reopened.